Manufacturer narrative:
On (B)(6) 2021, the product's photo investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the product can¿t be observed, since it is surrounded by tissue. As the product involved in this complaint was not received, since it was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 500cc mentor memorygel breast implants, suffered bilateral breast implant rupture, post-procedure. The patient consulted with a medical professional. The ruptures were discovered during the bilateral breast implant explantation surgery (removal only) on (B)(6) 2020. The patient was reported to be not feeling well. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received the following additional information: during the patient's consultation on (B)(6) 2020, it was discussed that the patient had MRI reports showing the possibility of rupture and the right breast was described to be painful and harder. In addition, it was also reported that the patient has many symptoms (unspecific). In addition to the bilateral explantation, the patient also underwent capsulectomy on (B)(6) 2020. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.